Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is the location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? If applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2017 and the suture was used. After the procedure, the patient came back to the operating room due to dehiscence of the scar and underwent a re-operation. Additional information has been requested.

Manufacturer narrative:
If further details are received at a later date a supplemental medwatch will be sent. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. All packets were opened and during the visual inspection the sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. Per the sample condition, the assignable cause cannot be determined since no defects were observed on the packets or the sutures and the tested samples meet the fg requirements.